Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Oxford implants noted to be solidly fixed. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00108 and 3002806535-2011-00109. This report filed (B)(6) 2011.

Event description:
It was reported that pt underwent primary knee procedure on (B)(6) 2004. Pt underwent revision surgery on (B)(6) 2011 due to disease of lateral compartment. No further complications have been reported.